Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported cardiac arrhythmia and heartmate 3 left ventricular assist system, serial number (B)(6), cannot be conclusively determined through this evaluation. The controller event log file contained data spanning from 02jan2023 at 01:22:39 to 04jan2023 at 12:38:04, per the timestamp. No notable alarms were recorded, and the pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3: the initial report was submitted on (B)(6) 2023 with a g3 date of jan 5, 2023. The correct g3 for the initial report should have been jan 4, 2023. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 with sustained ventricular tachycardia (vt). Log file review captured routine events. It was later reported that the patient experience dyspnea, fatigue, and weakness. The patient was cardioverted and received intravenous (IV) amiodarone to treat the arrhythmia. An automatic implantable cardioverter defibrillator (aicd) was placed for future prevention. It was noted that the patient had a history of ventricular fibrillation prior to left ventricular assist device (lvad) implant and the arrhythmia in this event was not thought to be device or therapy related.